Event description:
On 04/04/2025, a sales representative, via (B)(4), reported an issue with an ar-9676 angled reamer drive shaft. The augmented reamer rod was binding with the blue-handled component. This occurred during a case with no adverse effects on the patient. The case was completed with a time delay of 5 to 10 minutes.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use and/or interference with the mating instrument.